Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39565-30 serial# (B)(4) implanted: (B)(6) 2009 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported that thepatient's right ins was implanted too high and every time they move the whole unit would pop up. The patient had ins moved lower and indicated that when they had their ins moved lowered they compromised one of the wires. When the patient moved their head a certain way they were shocked. The patient reported they had dystonia caused by their implants when they started getting shocks and their head tilting to the right. No further complications were reported and/or anticipated.